Event description:
It was reported that during an unknown procedure, the handswitch on the right was not activating. The handswitch on the left was activated. Another device was used to complete the case. There were no adverse consequences to the patient.